Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that a dissection occurred after the 3.5 x 15 mm xience v stent was implanted, which required treatment via the use of another stent. No additional event or pt info is available.

Manufacturer narrative:
Dissection is a known risk of coronary stenting procedures, and is listed in the instructions for use (IFU) as a potential adverse event. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Further , dissection is listed in risk assessment and is not necessarily an indication of a product quality deficiency. In this case, a definitive cause for the dissection could not be determined.